Event description:
It was reported that non-sustained lead noise episodes were determined to have been caused by atrial undersensing. Reprogramming the device was performed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.